Event description:
It was reported that the unit forced a shut-down of automatic ventilation during a running surgery; a corresponding alarm was posted. The procedure was finished in manual ventilation with no consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The evaluation and assessment was based on log file analysis. The entries stored therein confirm that the device has forced a safety shutdown of automatic ventilation due to an encoder check error of the motor/piston position. The case was finished in manual ventilation. Evaluation of earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc of the motor had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. The particular device was in use for nearly 19 years which is significantly longer than the proposed useful life-time of the product. The customer ordered the respective parts for a device repair to be conducted by own resources. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.